Event description:
Pt unable to loosen tubing from central line catheter. Husband tried using a set of plyers to loosen tubing, and "popped off" end of groshong. Pt traveled to local ER for catheter repair. ER staff removed tubing, but had difficulty. Pt was asymptomatic. Pt had replaced end of groshong immediately and taped securely to catheter. Infusion of flolan was never interrupted. Pt directly connects to groshong catheter. Pt has a single lumen catheter.